Manufacturer narrative:
Concomitant: product ID 8709, lot# n23446b, implanted: (B)(6) 1998, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the pump flipped and the catheter needed to be replaced. The patient was managed on oral baclofen related to the catheter issue that began in (B)(6) 2013. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.